Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # us157852, m2a-magnum pf cup, lot # 550000, item # 139258, m2a-magnum tpr insrt, lot # 604850, item # 12-103207, taperloc por, lot # 703430. Multiple reports have been submitted for this event. Please see associated reports: 0001825034 - 2019 - 00780, 0001825034 - 2019 - 00781, 0001825034 - 2019 - 00782.

Event description:
It was reported that the during surgery the taper adapter was found cold welded to the stem. In addition, the adapter was cold welded to the head. As a result of this malfunction, the surgery was delayed one hour. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.